Event description:
Follow-up of triathlon tritanium outcomes study, patient reported dissatisfaction with their knee replacement. Additional comments: "not happy, hurts."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 5517f501 triathlon p/a cr beaded #5l; lot emxym. 5536b600 tritanium bplate triathlon s6; lot ctd6418. 5552-l-401 tritanium patella-asymmetric; lot a2l3. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.